Manufacturer narrative:
The device was returned to orthalign for evaluation. The investigation has been completed by an orthalign engineer. The navigation unit passes all testing without issue. The complaint was confirmed but the behavior was not reproducable by the orthalign enginner and therefore, root cause cannot be established. Orthalign will continue to monitor this issue and take action when alert limits are excceded.

Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation, but has not yet been received. If the device is received, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution and with an understanding of the patient harm that could be caused by device inaccuracy.

Event description:
Everything calibrated fine, but the cut on the femur was significantly off. The surgery was completed with standard instruments.